Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hmdi on monitor was unplugged so plugged back in. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading exams, the screen stated no video detected. No patient present. Before the system entered the software screen, the site opened the cd drive to try and load the exam, however, the site saw the "no video detected." The site tried rebooting, resetting the ups, and checked the input with no resolution. The issue was reported to be that the hdmi cable was unplugged.